Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege the patient experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Doi: (B)(6) 2004; dor: (B)(6) 2009; (left hip). Doi: (B)(6) 2004; dor: none reported; (right hip). Patient is resident of (b)(46. Update: 10/16/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised on the left side because of instability and metallosis. Records are available for further review. Update ad 02 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleges, ppf alleges metallosis, metal wear and elevated metal ions. Added stem, apex hole eliminator, and cup due to previously alleged infection. Added hospital revision, surgeon, law firm and lawyer in the associated contact. Doi: (B)(6) 2004; dor: (B)(6) 2013; (right hip). See (B)(4) for the left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) was used to capture surgical intervention.